Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the exact cause of the peritonitis cannot be established. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported by the patient¿s pd nurse that the patient has impaired vision from concomitant cataracts. Therefore, the peritonitis may have been due to a breach in aseptic technique due to patient¿s impaired vision. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. In an additional call with the pd nurse, it was stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result unknown). The patient was treated with antibiotic therapy (details unknown) for peritonitis. Additionally, it was reported the patient was continuing pd therapy. At the time follow-up was completed, the patient remained in the hospital anticipating discharge. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis may have been associated with a breach in aseptic technique due to the patient having cataracts which impairs his vision.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd therapy was hospitalized on (B)(6) 2023 for peritonitis. In an additional call with the pd nurse, it was stated that the patient was hospitalized on (B)(6) 2023 for symptoms of abdominal pain. The patient had a pd culture obtained in the hospital which had no organism growth and an elevated white blood cell (wbc) count (result unknown). The patient was treated with antibiotic therapy (details unknown) for peritonitis. Additionally, it was reported the patient was continuing pd therapy. At the time follow-up was completed, the patient remained in the hospital anticipating discharge. The nurse was not able to identify the exact cause of the patient¿s peritonitis. However, it was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis may have been associated with a breach in aseptic technique due to the patient having cataracts which impairs his vision.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.